Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, calibration was performed during loss of signal. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate if the out of range symbol shows in the status area.